Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the setscrew of the device did not make the "click sound" when the physician attempted to screw the setscrew during the implant procedure. It was noted the physician tried to "screw it again at it was impossible." The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a set screw with a rounded socket.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.